Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. The 90% stenotic lesion was located in the severely calcified and highly tortuous distal left circumflex (lcx) coronary artery. Crossing difficulties were encountered with the 12mm x 2.00mm quantum maverick monorail balloon catheter. The physician used a 1.5mm anchor balloon to successfully cross the lesion. The quantum maverick monorail balloon ruptured at 10 atms on the second inflation. The number of atms reached on the initial inflation is unk. The procedure was successfully completed with a 15mm x 2.5mm maverick over-the-wire balloon catheter. No patient complications were reported. Patient status is reported as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The mfg records for this batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specs. The root cause for this complaint is determined to be operational context; the performance of the device was limited due to anatomical/procedural factors encountered during the procedure. A CAPA has been initiated to address this issue.